Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sys software was reloaded. The sys was then found to be operating as intended.

Event description:
The customer reported that the sys was losing data. There is no report of pt injury associated with this event.